Event description:
It was reported that the device intermittently powered up with white screen. This is an indicator of a possible lock up failure. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance. The customer informed that after replacing the coin cell battery and checking internal connections, the device no longer had an intermittent white screen issue. The device was not returned to physio-control for evaluation/analysis. Further cause of the reported problem could not be determined.